Manufacturer narrative:
As an event date is not available, the date of event is noted as (B)(6) 2015 (the publication date ["2015.05"] noted in the cited work). Additionally, as majority of the patients were male with an average age of 74.2 years old, the patient details will note male as gender and (B)(6) as age. The UDI #s are not available as the lot numbers are unknown. (B)(6). (B)(4).

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. Demographics: 180 patients (128 males and 52 females) with average age of 74.2 years old device implanted: gore tag thoracic endoprosthesis (item/lot numbers unknown) time period of device implant: from june 2008 to october 2013. Five aortic rupture events were reported. Further information is not available.